Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient felt unwell and couldn't eat. The patient wanted to drink something but vomited whenever she did. The dexcom cgm showed low glucose levels but parent could not provide the exact number. They didn't check her blood glucose with a bg meter but found her ketones were very high (no value provided). They called the patient´s doctor, who advised them to go to the emergency room (ER). No treatment was given at home. At the ER, the cgm showed 59 mg/dl, and they took a bg reading which was over 700 mg/dl. The patient took lispro insulin and was treated with IV fluids and IV insulin. He was admitted to the ICU for 3 days and was released on (B)(6) 2025. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).